Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implant. No capture was observed on the atrial channel. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.